Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 and prime/fill anomaly due to frozen screen. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor alert. The customer stated that, the insulin squirt out during manual prime and customer was disconnected during prime. It was unknown if the drive support cap was normal or not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.